Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported due to the atrial port being plugged on the pacemaker, diagnostics would not record. The algorithm was manually turned off in order for the diagnostic collection to begin. Device remains in use. No patient complications were reported as a result of this event.